Event description:
Abbott continuous epidural 18g. Tuohy double deck kit (one/no. 1583801) was used to place an epidural catheter in a pt. The event was uneventful with identification of the epidural space using a loss of resistance technique. When the glass syringe was removed from the hub of the tuohy needle, the male neck snapped off inside the female hub. The tuohy was removed and the procedure restarted without problems to the pt.